Event description:
The customer reported on (B)(6) 2013 that the reagent blank (rb) optical density (od) values were not matching on the beckman coulter au680 clinical chemistry analyzer. The customer stated that the uric acid test will calibrate but quality control (qc) results recovered outside of the established limits. The customer called back on (B)(6) 2013 and (B)(6) 2013 to report of similar issues and customer technical support (cts) advised the customer to replace multiple syringes and probes. The customer stated that each time a part was replaced, qc recovery improved. The customer mentioned that qc recovered at or near a result of zero (0) on (B)(6) 2013, but the customer stated that they may have used an incorrect sample to run qc. The customer indicated that they will attempt to replace the sample probe since the probe had been on the instrument since 2011. The customer called back on (B)(6) 2013 to report that erroneous uric acid results were generated for two (2) patients but the results were not released out of the laboratory. Subsequent repeat of the samples on an alternate analyzer produced higher uric acid results which were considered correct and reported out of the laboratory. Beckman coulter is unaware of any change or affect to patient treatment in connection with this event. Uric acid reagent part number osr6098 and lot number 4189 was used in conjunction with the analyzer for this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and observed the wash nozzle stopped dispensing adequate volume of diluted detergent after several hours of instrument operation. The fse replaced the dilute detergent pump to resolve the issue and verified the repair as per established procedures. The customer confirmed that quality control (qc) results recovered within the laboratory's established ranges following replacement of the dilute detergent pump. Beckman coulter internal identifier for this report is (B)(4).